Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycaemia event on 19 sep 2025. The blood glucose level was 428 mg/dl at the time of event. The patient was treated with intravenous (IV) drip. No further information available.